Event description:
According to the reporter, during the operation, the perforation of the anterior wall of the gastric antrum was explored. When the patient was given 3-0 absorbable suture for laparoscopic suturing, the 3-0 absorbable suture was broken. The two stumps were completely removed and taken out of the abdominal cavity for exploration. Both ends of the suture were intact. Used the new 3-0 absorbable suture for a second suture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.